Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited increasing thresholds and impedance and both were noted to be high. The lead was capped and replaced. No further patient complications have been reported as a result of this event.